Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no audio. The fse system ECG and spo2 leads to resolve the customer's issue. The fse check the system against a simulator and on an actual patient resulting in the system measurements being consistently correct. The philips field service engineer (fse) confirmed the customers device and resolved the customers device issue by replacing the device ECG and spo2 leads. After the system repair the device was placed back into service. (B)(6).

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating the system has no sound for the alarm. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation of the device alarm issue, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.